Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure device perforated her fallopian tube"), device dislocation ("the other essure device migrated and fused to one of her ovaries"), device expulsion ("migration of essure device location of device: uterus"), device breakage ("device breakage"), ovarian perforation ("the other essure device migrated and fused to one of her ovaries") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (batch no. B02286-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and hyperlipidemia. Concurrent conditions included ovarian cyst and obesity. Concomitant products included bupropion (wellbutrin) since 2013 and fluoxetine hydrochloride (prozac) since 1998 for anxiety, bipolar disorder and depression, labetalol since 2009 for blood pressure high, medroxyprogesterone (depo provera) since 2010 for contraception, simvastatin since 2001 for high cholesterol as well as paracetamol (tylenol) since 2013. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menstruation/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe lower abdominal pelvic pain (other than during menstruation) / pain"), abdominal pain ("severe abdominal cramping (other than during menstruation)"), swelling ("swelling"), dyspareunia ("pain during intercourse / dyspareunia"), rash ("rashes"), skin disorder ("skin conditions"), pruritus ("itching"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain "), cyst ("cysts") and migraine ("migraines"). In 2015, the patient experienced procedural pain ("salpingectomy was painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and complication of device insertion ("for essure - first attempt at placement was unsuccessful due to false passage"). The patient was treated with surgery (tlh (total laproscopic hysterectomy) , bilateral salpingectomy), surgery (tlh (total laproscopic hysterectomy) , bilateral salpingectomy), surgery (tlh (total laproscopic hysterectomy) , bilateral salpingectomy), surgery (hysterectomy (full),salpingectomy (removal of remaining right fallopian tube)) and surgery (unilateral salpingectomy and uterus and cervix, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, ovarian perforation, abdominal pain lower, pelvic pain, abdominal pain, swelling, pruritus, vaginal infection, headache, fatigue, cyst, migraine, procedural pain, urinary tract disorder, bladder disorder and complication of device insertion outcome was unknown, the dysmenorrhoea, dyspareunia and weight increased was resolving and the genital haemorrhage, menorrhagia, rash, skin disorder and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, complication of device insertion, cyst, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian perforation, pelvic pain, procedural pain, pruritus, rash, skin disorder, swelling, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: complications from essure removal procedure: essure was spider webbed, there was adhesion to uterus.(B)(6) 2016 right essure coil was visible beneath the serosa of the left fundus, not in the fallopian tube (which had previously been removed), the coil was not prolapsed through the uterus and was in fact under the serosa, but was clearly in an unintended location. Date(s) of removal: (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. On (B)(6) 2016, pathology test revealed myometrium - adenomyosis. Clinical information involved ppelvic pain, menorrhagia with regular cycle, dyspareunia; perforation of uterus, initial encounter. Gross description: the distal segment of the right fallopian tube was not identified. At the resection margin of the left fallopian tube, an essure coil was protruding. In 2015, postoperative diagnosis revaled benign left ovarian cyst. Right essure device present outside of the uterus, in the posteriorsuperior aspect of the uterus. 50 ml of straw-colored fluid. Procedure performed: laparoscopy, extraction of essure device on the right side that was present just lateral to the right corneal area left salpingectomy with removal of left essure device (both essure devices were removed) aspiration of cul-de sac fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2013 for permanent birth control. Immediately following the implant, she began experiencing abnormal, heavy bleeding, severe abnormal menstrual pain, prolonged abnormal menstruation, severe lower abdominal pain, severe lower abdominal pelvic pain (other than during menstruation), severe abdominal cramping (other than during menstruation), swelling, pain during intercourse, rashes, itching, vaginal discharge and infection, headaches, fatigue, weight fluctuations, cysts, and migraines. In or around 2015, she underwent a one-side salpingectomy to remove her fallopian tube and the essure device. During the procedure, it was noted that one of the essure device perforated her fallopian tube, while the other essure device had migrated and fused to one of her ovaries. She found the salpingectomy surgery to be very painful and it took several weeks for her to recover following the surgery. Later on, she underwent an additional surgery to tighten her remaining fallopian tube. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy bleeding (seen as genital haemorrhage) amongst non serious events. Plaintiff underwent a one-sided salpingectomy to remove her fallopian tube and essure device and, during the surgery, it was noticed that one of the essure devices had perforated the fallopian tube and the other one had migrated and fused to one of her ovaries. An additional surgery to tighten the remaining fallopian tube was performed. Fallopian tube perforation, device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, there is a risk that the device could move out of the fallopian tubes. Also there is a risk of uterine/fallopian tubes perforation, mostly during insertion procedure. Although the exact date and mechanism of perforation/dislocation were not known, given their nature, a causal relationship with essure therapy cannot be excluded. Genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between genital haemorrhage and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure device perforated her fallopian tube"), device dislocation ("the other essure device migrated and fused to one of her ovaries"), device expulsion ("migration of essure device location of device: uterus"), device breakage ("device breakage"), ovarian perforation ("the other essure device migrated and fused to one of her ovaries") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (batch no. B02286) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and obesity. Concomitant products included bupropion (wellbutrin) since 2013 and fluoxetine hydrochloride (prozac) since 1998 for anxiety, bipolar disorder and depression, labetalol since 2009 for blood pressure high, medroxyprogesterone (depo provera) since 2010 for contraception, simvastatin since 2001 for high cholesterol as well as paracetamol (tylenol) since 2013. On (B)(6)2013, the patient had essure inserted. In may 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menstruation/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe lower abdominal pelvic pain (other than during menstruation) / pain"), abdominal pain ("severe abdominal cramping (other than during menstruation)"), swelling ("swelling"), dyspareunia ("pain during intercourse / dyspareunia"), rash ("rashes"), skin disorder ("skin conditions"), pruritus ("itching"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), cyst ("cysts") and migraine ("migraines"). In 2015, the patient experienced procedural pain ("salpingectomy was painful"). On an unknown date, the patient experienced fallopian tube perforation, device dislocation, device expulsion, device breakage, ovarian perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and complication of device insertion ("for essure - first attempt at placement was unsuccessful due to false passage"). The patient was treated with surgery (unilateral salpingectomy and uterus and cervix, hysterectomy), surgery (removal of remaining right fallopian tube). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, ovarian perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, abdominal pain lower, pelvic pain, abdominal pain, swelling, dyspareunia, rash, skin disorder, pruritus, vaginal infection, headache, fatigue, cyst, migraine, procedural pain, vaginal haemorrhage, weight fluctuation, urinary tract disorder, bladder disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, complication of device insertion, cyst, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian perforation, pelvic pain, procedural pain, pruritus, rash, skin disorder, swelling, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: complications from essure removal procedure: essure was spider webbed, there was adhesion to uterus.(B)(6)2016- right essure coil was visible beneath the serosa of the left fundus, not in the fallopian tube (which had previously been removed), the coil was not prolapsed through the uterus and was in fact under the serosa, but was clearly in an unintended location. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. On (B)(6)2016, pathology test revealed myometrium - adenomyosis. Clinical information involved ppelvic pain, menorrhagia with regular cycle, dyspareunia; perforation of uterus, initial encounter. Gross description: the distal segment of the right fallopian tube was not identified. At the resection margin of the left fallopian tube, an essure coil was protruding. In 2015, postoperative diagnosis revaled benign left ovarian cyst. Right essure device present outside of the uterus, in the posteriorsuperior aspect of the uterus. 50 ml of straw-colored fluid. Procedure performed: laparoscopy, extraction of essure device on the right side that was present just lateral to the right corneal area left salpingectomy with removal of left essure device (both essure devices were removed) aspiration of cul-de sac fluid. Most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs received: new events: vaginal haemorrhage, device breakage, weight fluctuation, device expulsion , for essure - first attempt at placement was unsuccessful due to false passage were added. Reporter, patient demographic information, other relevant history updated. Concomitant medication were added. Product batch number, removal date updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure device perforated her fallopian tube"), device dislocation ("the other essure device migrated and fused to one of her ovaries"), device expulsion ("migration of essure device location of device: uterus"), device breakage ("device breakage"), ovarian perforation ("the other essure device migrated and fused to one of her ovaries") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (batch no. B02286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and hyperlipidemia. Concurrent conditions included ovarian cyst and obesity. Concomitant products included bupropion (wellbutrin) since 2013 and fluoxetine hydrochloride (prozac) since 1998 for anxiety, bipolar disorder and depression, labetalol since 2009 for blood pressure high, medroxyprogesterone (depo provera) since 2010 for contraception, simvastatin since 2001 for high cholesterol as well as paracetamol (tylenol) since 2013. In may 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged abnormal menstruation/abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe lower abdominal pelvic pain (other than during menstruation) / pain"), abdominal pain ("severe abdominal cramping (other than during menstruation)"), swelling ("swelling"), dyspareunia ("pain during intercourse / dyspareunia"), rash ("rashes"), skin disorder ("skin conditions"), pruritus ("itching"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain "), cyst ("cysts") and migraine ("migraines"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced procedural pain ("salpingectomy was painful"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and complication of device insertion ("for essure - first attempt at placement was unsuccessful due to false passage"). The patient was treated with surgery (tlh (total laproscopic hysterectomy) , bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, device breakage, ovarian perforation, abdominal pain lower, pelvic pain, abdominal pain, swelling, pruritus, vaginal infection, headache, fatigue, cyst, migraine, procedural pain, urinary tract disorder, bladder disorder and complication of device insertion outcome was unknown, the dysmenorrhoea, dyspareunia and weight increased was resolving and the genital haemorrhage, menorrhagia, rash, skin disorder and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, complication of device insertion, cyst, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian perforation, pelvic pain, procedural pain, pruritus, rash, skin disorder, swelling, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: complications from essure removal procedure: essure was spider webbed, there was adhesion to uterus.(B)(6) 2016- right essure coil was visible beneath the serosa of the left fundus, not in the fallopian tube (which had previously been removed), the coil was not prolapsed through the uterus and was in fact under the serosa, but was clearly in an unintended location. Date(s) of removal: (B)(6) 2015, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. On (B)(6) 2016, pathology test revealed myometrium - adenomyosis. Clinical information involved ppelvic pain, menorrhagia with regular cycle, dyspareunia; perforation of uterus, initial encounter. Gross description: the distal segment of the right fallopian tube was not identified. At the resection margin of the left fallopian tube, an essure coil was protruding. In 2015, postoperative diagnosis revaled benign left ovarian cyst. Right essure device present outside of the uterus, in the posteriorsuperior aspect of the uterus. 50 ml of straw-colored fluid. Procedure performed: laparoscopy, extraction of essure device on the right side that was present just lateral to the right corneal area left salpingectomy with removal of left essure device (both essure devices were removed) aspiration of cul-de sac fluid. Most recent follow-up information incorporated above includes: on 11-jul-2018: plaintiff fact sheet received. Event weight fluctuations updated to weight gain and outcome updated to recovering. Outcome for the events dysmenorrhoea (cramping) and dyspareunia updated to recovering and for events rashes/skin condition and abnormal bleeding updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy bleeding (seen as genital haemorrhage) amongst non serious events. Plaintiff underwent a one-sided salpingectomy to remove her fallopian tube and essure device and, during the surgery, it was noticed that one of the essure devices had perforated the fallopian tube and the other one had migrated and fused to one of her ovaries. An additional surgery to tighten the remaining fallopian tube was performed. Fallopian tube perforation, device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, there is a risk that the device could move out of the fallopian tubes. Also there is a risk of uterine/fallopian tubes perforation, mostly during insertion procedure. Although the exact date and mechanism of perforation/dislocation were not known, given their nature, a causal relationship with essure therapy cannot be excluded. Genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between genital haemorrhage and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.